Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit powers off during the feeding cycle.¿. The unit was triaged and the reported issue was confirmed. The root cause of reported condition was due to components being dislodged thus disrupting the failsafe circuit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit powers off during the feeding cycle.